Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod on the arm between 4 and 24 hours. A bolus correction was administered using the pod but the bg levels did not decrease. Upon removal, it was noticed that the pink slide did not move forward, indicating a needle mechanism failure. A new pod was applied to treat the hyperglycemia.